Manufacturer narrative:
Since the device was not returned and no serial number was provided, no investigation was performed.

Event description:
The manufacturer was notified on (B)(4) 2014 that mitroflow valve (model lxa, size and serial # -unknown) was explanted on (B)(6) 2014. No other information was provided.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (model lxa, size and serial # -unknown) was explanted on (B)(6) 2014. No other information was provided.

Manufacturer narrative:
Results: review of the device history records will be conducted upon identification of the valve serial number. Histopathological evaluation will be performed, if device is returned.